Event description:
The customer contacted therakos to report a pressure dome leak that occurred with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Less than approximately 100 ml of whole blood had been processed. The ecp treatment was aborted early, and residual blood was not returned to the patient. The customer also described blood getting into the pinhole of the transducer and into the deck. The customer has not returned any product or product components, nor any photographs, for evaluation. The patient has been reported to have been stable. No patient harm has been reported.

Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is associated only with the kit, this MDR will be only against the kit. A batch record review for kit lot p327 was conducted. There were no non-conformances associated with this complaint. This lot met all release requirements. A review of kit lot p327 shows no trends. Trends were reviewed for complaint category pressure dome leak. No trends were detected for this complaint category. No product or product components have been returned for evaluation. Service verified the pressure dome leak, but the root cause could not be determined. No further action is required at this time; this investigation is now complete. (B)(4). (B)(6) 2026.